Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17677095l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a posterior box isolation and fibrosis ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident (cva). During the procedure, after several hours of use, the thermocool smarttouch bidirectional sf catheter was removed from the patient in order to introduce another catheter into the sheath. Upon inspection of the thermocool smarttouch bidirectional sf catheter, significant char was observed on the tip. Physician was concerned regarding the amount of char on the catheter tip and exchanged the thermocool smarttouch bidirectional sf for another catheter. There was a 20-minute procedure delay. At the time of initial complaint report, there was no evidence of patient consequences. Temperature minimum was 23 degrees, average was 26 degrees, and maximum was 33 degrees celsius. Maximum ablation time was reported as 999 seconds. Generator parameters included temperature control mode at 30 watts and 48 degrees celsius. Catheter was irrigated with saline. There were no errors reported on any biosense webster inc. Equipment during the procedure. There were no temperature limiting errors and no flow errors observed. The issue with the char was assessed as not reportable. Additional information was received on october 9, 2017 which indicated that the patient suffered multiple strokes since the procedure. There is no information regarding interventions, extended hospitalization, or patient outcome. Physicians opinion regarding the cause of the adverse event is that it was related to a biosense webster inc. Product malfunction. Additional requests have been made to obtain clarification to this complaint. However, no further information has been made available. Per the additional information received, this adverse event is to be considered serious and assessed as MDR reportable as it might result in permanent impairment of a body function or permanent damage to a body structure. Therefore, the awareness date of this adverse event is october 9, 2017.

Manufacturer narrative:
Additional information was received on november 27, 2017. Patient required unspecified medical interventions. It was noted that the patient has since been in a cycling accident which resulted in a cervical (neck) fracture, for which they are being treated. Originally, it was reported that the maximum ablation time was reported as 999 seconds. However, it was clarified that the maximum cut-off time for each ablation was set at 999 seconds. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on february 21, 2018 stating that the patient was part of a research study conducted by the hospital. (B)(4).